Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in 2005, the patient had a posterior repair with a mesh and insertion of a vaginal support device the patient experienced a rigid band of tissue in posterior distal vagina since the surgery. In 2023, the patient started experiencing dyspareunia and vaginal pain with vaginal stenosis. It was also noted that there were bleeding post intercourse, the patient struggled to put a finger in the vagina. In addition, the patient experienced pain, urinary frequency and urgency, recurrent utis, bowels are irregular, and recurrent infections.